Event description:
An instrument manager configuration rule was written incorrectly which caused a dilution to not be performed on a rerun test. This could cause patients to be treated incorrectly due to erroneous results. The customer site states that they did not have a dilution performed on a rerun, and results that were very high were provided to a physician. The result was so erroneous that it was easily identifiable as an error. The site believed the test was auto-diluting but never tested the workflow and assumed it was setup even though it was not. The site stated they caught the issue and corrected it with a rule but has not provided data innovations with information on how long the rule has been in place or if they investigated any potential past results that were reported incorrectly. This was a user configuration error, not a malfunction of instrument manager. At this time there is no report of harm, but the customer investigation has not been completed yet.